Event description:
It was reported that the patient ECG started to lose signal due to the patient playing with the implantable cardiac monitor (icm) device and partially removing it. The episodes collected were deemed inappropriate due to the lack of contact with the patient tissue when partially removed. The patient was taken in to the ER and the device was removed. No other device was implanted. No adverse patient effects were reported.